Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window on a 7f exoseal vascular closure device (vcd) did not change color during withdrawal. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient. There was no difficulty connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until bleed back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon device removal, the indicator wire loop was deployed, and the plug was deployed outside of the patient. The device was returned. The procedure was performed using a retrograde approach. The physician had achieved certification for the use of the exoseal vascular closure device (vcd), and there were no visible signs of device or package damage prior to use. Femoral artery suitability was verified by angiography, including confirmation of an appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, no stenosis greater than 50%, and no prior closure device use or manual compression within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. This was during a femoral artery radiofrequency ablation procedure. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined as it was reported that the plug was deployed outside of the patient¿s body; therefore, the issue could not be tested in the laboratory. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) did not change color during withdrawal. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient. There was no difficulty connecting the vascular sheath introducer to the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until bleed back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon device removal, the indicator wire loop was deployed, and the plug was deployed outside of the patient. The device was returned. The procedure was performed using a retrograde approach. The physician had achieved certification for the use of the exoseal vascular closure device (vcd), and there were no visible signs of device or package damage prior to use. Femoral artery suitability was verified by angiography, including confirmation of an appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, no stenosis greater than 50%, and no prior closure device use or manual compression within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. This was during a femoral artery radiofrequency ablation procedure. The device will be returned for evaluation.